Event description:
Healthcare professional reported right side intracapsular rupture with silicone perspiration, capsular contracture, baker grade I, with "waves, folds and rotation", change of device colour found during surgery and effusion (captured as seroma). The device has been explanted.

Manufacturer narrative:
Continued e1: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.